Event description:
Boston scientific received information that this right ventricular (rv) pacing lead exhibited high, out of range pacing impedances and loss of capture. A lead fracture was suspected. Surgical intervention was performed to surgically abandoned the lead and replace with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.